Manufacturer narrative:
This MDR is being field based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition, with minor surface imperfections. The unit was unable to deliver correct power levels in some modes, but performed properly in others. The transformer 13 on the rf pcba failed for unknown reasons. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.

Event description:
It was reported during a case the cut was working, but the coag wasn't. There were no patient consequences.